Event description:
On (B)(6) 2010, the pt was implanted with an aus device and a competitor's penile prosthesis. Info received from the doctor indicated that during the implant of both devices everything went well. "The procedure was done in the same way we describe in the 1500 procedure. There was nothing unusual or surprising about the surgery. Post operatively the pt had a slight hematoma in the scrotum which became fibrotic. This in turn caused the scrotum to be come sensitive and it became very difficult to active (sic) pumps as this was too painful." On (B)(6) 2010, pt reported six weeks post op he returned to have them activated where it was found the two pumps were stuck together. He then indicated he was operated on again at (B)(6), apparently to have the pumps separated.

Manufacturer narrative:
Info is not substantiated by physician and is provided by the pt. Pain is captured in our labeling and risk assessment. Should additional info become available regarding this revision surgery it will be re-evaluated and updated with a follow-up report.